Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ioversol leaked from the bd pegasus¿ safety closed IV catheter system white cap after it ruptured. The following information was provided by the initial reporter: "at 08:30 on (B)(6) 2022, when the pelvic CT plain scan (64 rows) + enhanced scan was performed for a gynecological patient, the white spot on the closed needle-proof intravenous indwelling needle punctured by the patient's right hand when the high-pressure syringe injected ioversol the cap ruptured, causing ioversol to flow out from the white cap, and ioversol could not enter the patient's blood vessels. Pelvic CT plain scan (64 rows) + enhanced scan failed, and the white cap of the closed needle-proof venous indwelling needle was replaced successfully. Perform pelvic CT plain scan (64 rows) + enhanced scan for the patient."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2209644. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that ioversol leaked from the bd pegasus¿ safety closed IV catheter system white cap after it ruptured. The following information was provided by the initial reporter, translated from chinese: "at 08:30 on (B)(6) 2022, when the pelvic CT plain scan (64 rows) + enhanced scan was performed for a gynecological patient, the white spot on the closed needle-proof intravenous indwelling needle punctured by the patient's right hand when the high-pressure syringe injected ioversol the cap ruptured, causing ioversol to flow out from the white cap, and ioversol could not enter the patient's blood vessels. Pelvic CT plain scan (64 rows) + enhanced scan failed, and the white cap of the closed needle-proof venous indwelling needle was replaced successfully. Perform pelvic CT plain scan (64 rows) + enhanced scan for the patient."